Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) power up failure code 14. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional customer contact phone: (B)(4). Getinge fse removed and replaced compressor, reassembled and performed a full pm per manufacture specifications. Unit passed all test and calibrations and is now ready for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a power up fail code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported failure. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) power up failure code 14.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.